Manufacturer narrative:
An explant was performed on (B)(6) 2021, due to infection. The patient is currently taking antibiotics, and the wounds are healing. No further issues have been reported. The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting a non-sterile device, implanting an expired device, patient engaging in strenuous activities, patient picking the wound, not prepping the skin, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes. The implanting clinician stated that the cause of the infection was related to the patient not taking the antibiotics prescribed. However, the questionnaire shows that the implanting clinician also did not irrigate the site before closure, which may have contributed to the event. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection is due to non-compliance to the IFU (user error - patient).

Event description:
Patient's incision site was irritated, red and infected with fluid leaking out of it.